Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem was verified. The device displayed error 104, the downstream occlusion sensor (dso) was noted to be shattered, this is causing the blockages, and therefore the pushrod would not advance correctly. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that this cadd ms3 pump was asking to move the pushrod up and confirm the sensor. However it was found that it only moved the pushrod slightly and kept going in circles. The reporter also stated that the pump sometimes gave a blockage. The reported event did occur while in use with the patient. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.